Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2012, the oracle cage broke when inserted. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The measurable dimensions correspond with the drawings and the ao-asif specifications. The raw material test and the certificate and the production documents showed that there were no deviations in regards of the material analysis, tensile strength, structural stability and the production. The cause is unknown. There is evidence that the break of the cage was due to excessive mechanical force during the insertion - over-stress. No product error could be determined.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4): device history record review: a review of synthes device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.(B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Expiration date reported incorrectly in previous fu; expiration date is 06/2019.